Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08790 inches. However, pump error 63 alarm (variableinfo=3) confirmed in the pump history due broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose with dka on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The caller was unable to provide specifics due to privacy laws. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. A bent cannula was found. Troubleshooting was not completed and the pump alarmed with hardware low level failures during a self test. The insulin pump will be returned for analysis.